Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2 reference MFR report: 1627487-2017-00572 it was reported the patient was not receiving effective stimulation. Lead diagnostics showed high impedances. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the patient¿s occipital leads (off label use) were replaced with new ones. The patient is now receiving effective stimulation.